Event description:
New information received noted that the patient presented in clinic. Upon interrogation, it was noted that the implantable cardioverter exhibited post-paced t-wave over-sensing. Programming changes were made on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited over-sensing.